Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had blood glucose of 500 mg/dl on (B)(6) 2015. The caller stated that due to the cancer medications caused brain issues and the customer lost the day-to-day functions, therefore, the customer was not able to use the insulin pump. It was disconnected in (B)(6) 2015. The caller stated that the customer passed away in a hospital, on (B)(6) 2016. The customer was hospitalized one month prior to death. The cause of death was natural causes / complications from cholangiocarcinoma. The caller stated that the customer had liver cancer and complications from the cancer. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller stated the insulin pump was disconnected by the doctor, after the first hospitalization. The customer did not use sensors. The caller agreed to return it for analysis. The caller stated that the device has been without a battery.

Manufacturer narrative:
The insulin pump was returned without a battery in the battery tube. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection. Data analysis: unable to perform data analysis due to no insulin pump history available on the history download. No data was available due to insulin pump returned without a battery in the battery tube.